Event description:
The facility representative reported failure code 535. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 24, 2007. Evaluation summary:the condition of fail code 535 was confirmed on site at the customer location by a field service engineer. This fail code was caused by a loose pump head module harness connection. The pump head module wire harness connection was reconnected. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated. Service of the device was conducted on-site.